Manufacturer narrative:
Literature citation: hiroaki nakajima, miho yasuda, haruyuki kawai, tatsuhiko ishihara, keiichi iseda, kenji takahashi, masaaki nakajima, yasuyuki miyoshi; title: "a case which bkp and intrathecal analgesia successfully treated intractable pain of spinal tumor." Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: multiple spinal metastases procedure: two-stage balloon kyphoplasty (bkp) levels treated: t2-t8 it was reported in the abstract that a (B)(6) male patient with multiple spinal metastases (th2-th8) underwent two-stage bkp surgery for his six vertebrae, and subarachnoid catherter was inserted into lower thoracic vertebrae from lumbar vertebra. Postoperatively, the patient¿s pain decreased to 5 from pre-op 7-9 on numeral rating scale (nrs) , however, pain gradually reverted and morphine and bupivacaine were injected into subarachnoid space and nrs decreased to 1-2. The patient died after three months and until death, pain control was successful and the patient was able to read and eat.